Event description:
The user reported leakage from the smartsite valves. It is not known whether this was identified during priming or during an infusion as we have been unable to get further clarification of the event from the user. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Set was received, but investigation is not complete. A follow-up report will be sent with final investigation findings.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.